Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as event onset, the patient was hospitalized for the event. The following day, the patient was treated with vancomycin injection (1gm, intravenous, 96 hourly, ongoing) and meropenem injection (1gm, intravenous, once daily, ongoing) for peritonitis. It was reported that the patient was retrained on proper aseptic technique. At the time of this report, the patient is recovering from the events but remained hospitalized. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that on an unknown date, the patient was discharged from the hospital, antibiotic treatment was discontinued and the patient recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.